Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the abnormal imaging was caused by damage to the lcd panel. However, a specific root cause could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the right side of the screen on the 4k uhd lcd monitor was not visible due to noise. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation referenced in event was confirmed. The image was noisy and intermittent (temporary blackout). Additionally, the liquid crystal display (lcd) panel exhibited a failure, and the bezel was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.